Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 455 mg/dl at the time of the incident. The customer reported that it started happening within the last 2 days it delivers really slowly because they will go very high and then it takes hours to drop when bolused. The customer stated that he had high blood glucose and thinks the pump might be delivering insulin very slowly. Patient's current blood glucose was 188 mg/dl. The customer had a little bit of nausea. The customer treated for high blood glucose by bolus with pump. The drive support cap appeared normal (slightly indented). The customer declined to continue high blood glucose troubleshoot. The insulin pump will not be returned for analysis.